Event description:
The technician alleged that when emergency trendelenburg was activated, the bed would not go into emergency trendelenburg. No injury reported.

Manufacturer narrative:
The technician replaced the trendelenburg valve and the knee up valve to resolve the issue.